Manufacturer narrative:
(B)(4). Batch #r92c5n. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the generator display any error messages and if so what were they? Did the device pass the pre-test? Had the device been working and then stopped? Did the patient experience any adverse consequences due to this issue? Investigation summary the hand piece was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the ingress of moisture affected hand piece functionality.

Event description:
It was reported that the device does not function properly. No patient consequences were reported. It's unknown whether the procedure was delayed or completed successfully, or whether other medical intervention was required.